Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing, intermittent high blood glucose (bg0 levels (280-295 mg/dl) with small-trace levels of ketones. Boluses via the pump would be delivered to address the bg level. The customer thought that stress and having "delicate" diabetes may have been a contributor to the high bg; however, was not completely sure. As the events had occurred in the past, tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.